Event description:
The customer alleged they received questionable total bilirubin results for one patient on their d-module. The patient's initial total bilirubin result was 21.3 mg/dl and the sample repeated at 21.3 mg/dl. The initial result was reported outside the laboratory. Based on the initial result, the patient was sent to the emergency room where a normal total bilirubin result was obtained. The specific result was not available. The laboratory was contacted to perform repeat testing. The sample was repeated on the d-module and the result was 23.4 mg/dl. The sample was repeated on (B)(6) 2014 on an integra 800 and the results were 0.35 mg/dl, 0.30 mg/dl, and 0.32 mg/dl. The integra results were considered correct. There was also a serum protein electrophoresis ordered and the results indicated an m spike in the beta region of the electrophoresis. The customer had no further information on the emergency room visit and declined to provide any further information on whether the patient was adversely affected by this event. The total bilirubin r1 reagent lot number was 69199001 and the expiration date was 02/28/2015. The total bilirubin r2 reagent lot number was 69278501 and the expiration date was 03/31/2015. The customer declined a service.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. Since the customer detected an m spike in the beta region of the patient sample electrophoresis, a gammopathy is possible. This interference is covered in the product labeling.